Manufacturer narrative:
Ntaneous case was reported by an other and describes the occurrence of device dislocation ("head part of implant migration near ovary/"), device breakage ("new surgery was required to remove the essure part"), genital haemorrhage ("hemorrhage") and cholecystostomy ("vesicle ablation/ vesicle removal did not change anything") in a 38-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2008, the patient had essure inserted. In 2009, the patient experienced back pain ("pain episodes in low part of back"), neuralgia ("pain episodes in plexus"), abdominal pain upper ("stomach ache "), fatigue ("chronic fatigue"), gastrooesophageal reflux disease ("gastric eructation"), visual impairment ("vision disorder") and speech disorder ("scattered speech"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and life threatening), cholecystostomy (seriousness criterion medically significant), complication of device removal ("new surgery was required to remove the essure part"), libido decreased ("low libido"), dyspareunia ("sexual intercourse painful"), mood altered ("bad mood"), pruritus generalised ("itching all over the body"), disturbance in attention ("concentration disorder"), burnout syndrome ("burn out"), pain ("a localized pain persisted"), arthralgia ("joint pain") and menstrual disorder ("disturbed menstruations"). The patient was treated with analgesics, surgery and surgery. At the time of the report, the device dislocation, device breakage, genital haemorrhage, cholecystostomy, complication of device removal, gastrooesophageal reflux disease, visual impairment, speech disorder, libido decreased, dyspareunia, mood altered, pruritus generalised, disturbance in attention, burnout syndrome, pain, arthralgia and menstrual disorder outcome was unknown and the back pain, neuralgia, abdominal pain upper and fatigue had resolved. The reporter considered abdominal pain upper, arthralgia, back pain, burnout syndrome, cholecystostomy, complication of device removal, device breakage, device dislocation, disturbance in attention, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, libido decreased, menstrual disorder, mood altered, neuralgia, pain, pruritus generalised, speech disorder and visual impairment to be related to essure. The reporter commented: self-medication allowed her with energizings and analgesics to look happy. Following the months her health deteriorated due to the reported events. New surgery was required to remove the essure part. Finally, intervention was live-saving. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: implant migration, near ovary. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: - device dislocation: the analysis in the global safety database revealed 3.639 cases. - device breakage: the analysis in the global safety database revealed 2.762 cases - genital haemorrhage: the analysis in the global safety database revealed 1.198 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 18-jul-2018: information received via lay press. Essure was inserted for definitive contraception. The events joint pain, haemorrhage and disturbed menstruations were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of device dislocation ("head part of implant migration near ovary/"), device breakage ("new surgery was required to remove the essure part"), genital haemorrhage ("hemorrhage") and cholecystostomy ("vesicle ablation/ vesicle removal did not change anything") in a 38-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2008, the patient had essure inserted. In 2009, the patient experienced back pain ("pain episodes in low part of back"), neuralgia ("pain episodes in plexus"), abdominal pain upper ("stomach ache "), fatigue ("chronic fatigue"), gastrooesophageal reflux disease ("gastric eructation"), visual impairment ("vision disorder") and speech disorder ("scattered speech"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cholecystostomy (seriousness criterion medically significant), complication of device removal ("new surgery was required to remove the essure part"), libido decreased ("low libido"), dyspareunia ("sexual intercourse painful"), mood altered ("bad mood"), pruritus generalised ("itching all over the body"), disturbance in attention ("concentration disorder"), burnout syndrome ("burn out"), pain ("a localized pain persisted"), arthralgia ("joint pain") and menstrual disorder ("disturbed menstruations"). The patient was treated with analgesics, surgery and surgery. At the time of the report, the device dislocation, device breakage, genital haemorrhage, cholecystostomy, complication of device removal, gastrooesophageal reflux disease, visual impairment, speech disorder, libido decreased, dyspareunia, mood altered, pruritus generalised, disturbance in attention, burnout syndrome, pain, arthralgia and menstrual disorder outcome was unknown and the back pain, neuralgia, abdominal pain upper and fatigue had resolved. The reporter considered abdominal pain upper, arthralgia, back pain, burnout syndrome, cholecystostomy, complication of device removal, device breakage, device dislocation, disturbance in attention, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, libido decreased, menstrual disorder, mood altered, neuralgia, pain, pruritus generalised, speech disorder and visual impairment to be related to essure. The reporter commented: self-medication allowed her with energizings and analgesics to look happy. Following the months her health deteriorated due to the reported events. New surgery was required to remove the essure part. Finally, intervention was live-saving. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: implant migration, near ovary. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-jul-2018 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 3.643 cases. Device breakage: the analysis in the global safety database revealed 2.768 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 18-jul-2018: incident category for the event " haemorrhage" was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of device dislocation ("head part of implant migration near ovary/"), device breakage ("new surgery was required to remove the essure part") and cholecystostomy ("vesicle ablation/ vesicle removal did not change anything") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. In 2008, the patient had essure inserted. In 2009, the patient experienced back pain ("pain episodes in low part of back"), neuralgia ("pain episodes in plexus"), abdominal pain upper ("stomach ache"), fatigue ("chronic fatigue"), gastric disorder ("gastric eructation"), visual impairment ("vision disorder") and speech disorder ("scattered speech"). On an unknown date, she experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), cholecystostomy (seriousness criterion medically significant), complication of device removal ("new surgery was required to remove the essure part"), libido decreased ("low libido"), dyspareunia ("sexual intercourse painful"), mood altered ("bad mood"), pruritus generalised ("itching all over the body"), disturbance in attention ("concentration disorder"), burnout syndrome ("burn out") and pain ("a localized pain persisted"). The patient was treated with analgesics and surgery (underwent first surgery for uterus and fallopian tube removal). At the time of the report, the device dislocation, device breakage, cholecystostomy, complication of device removal, gastric disorder, visual impairment, speech disorder, libido decreased, dyspareunia, mood altered, pruritus generalised, disturbance in attention, burnout syndrome and the last episode of pain outcome was unknown and the back pain, neuralgia, abdominal pain upper and fatigue had resolved. The reporter considered abdominal pain upper, back pain, burnout syndrome, cholecystostomy, complication of device removal, device breakage, device dislocation, disturbance in attention, dyspareunia, fatigue, gastric disorder, libido decreased, mood altered, neuralgia, pruritus generalised, speech disorder, visual impairment, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: self-medication allowed her with energizings and analgesics to look happy. Following the months her health deteriorated due to the reported events. New surgery was required to remove the essure part. Finally, intervention was live-saving. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: implant migration, near ovary. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04sep2017 for the following meddra preferred terms: - device dislocation: the analysis in the global safety database revealed 1.422 cases. - device breakage: the analysis in the global safety database revealed 1.712 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.